Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient received insulin flow blocked alarm on the pump tried changing line but still the same even when basal and bolus pump still alert insulin flow blocked (ifb). Also, mentioned that insulin didnot exit and pump alarms no further information available.